Event description:
The customer reported vent inop due to a machine and proximal pressure sensor failure occurrence and an occurrence due to a data acquisition pcb adc reference failure. There was no patient involvement.